Event description:
The surgeon implanted a collamer lens model cc4204bf and one of the haptics broke off during implantation. The lens was removed without pt injury. The model and lot #s of the cartridge and injector that were used during surgery are unk.

Manufacturer narrative:
Eval results: visual inspection of the lens showed evidence of surgical residue. The optic was torn and one haptic was torn off missing. The cartridge and injector were not returned. Investigation under is ongoing.